Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 440 mg/dl. The customer treated with the insulin pump. The customer stated that he had suspended his pump last night and turned off auto mode due to the pump asking over and over for blood glucose values and calibrations. The insulin pump will not be returned for analysis.